Event description:
It was reported by the aci clinical specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the shuttle jammed and th physician could not advance the shuttle. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The distal end of the shuttle cartridge was torn and a piece of the sealant was adhering to the torn cartridge. The advancer tube for the returned device was found inside the shuttle cartridge. This received condition indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. The introducer sheath was found to have a distal damage. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the root cause for the reported failure could not be conclusively determined.